Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported poor contact of electronic interface during maintenance involving an olympus video system center. There was no patient involvement.